Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The (2) proglides are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Femoral angiogram was not taken prior to procedure. Initially the device was reported not returning; however, the device was returned for evaluation. Evaluation summary: subsequent information revealed that the device was returned for evaluation. The instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The IFU, under the special patient populations section, states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation found that the suture, posterior cuff, and posterior needle tip were not returned with the device, without the return of these components, the scope of this investigation was limited. Inspection of the returned device indicated that the anterior cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket. Subsequently, the suture could not be retrieved while retracting the needle plunger and this could appear very similar to the reported suture break. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel. The anterior cuff did not capture the needle during the plunger insertion because the rim of the anterior cuff was bent. Every cuff is inspected during manufacturing; therefore, the bent anterior cuff rim was consistent with the damage during use due to the anterior needle being deflected and striking the rim of the anterior cuff during the needle deployment, resulting in the anterior cuff miss. The anterior needle was returned undamaged. The needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the anterior needle striking the rim of the anterior cuff, resulting in bent anterior cuff rim and anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. This is consistent with the reported information that the device was used in a heavily calcified right common femoral artery. Per the instructions for use, while maintaining the device position at 45-degree, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A suture break can be caused by a number of factors including, but are not limited to too much tension applied, or the suture was nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, during the procedure, the sutures of the proglide device had broke. A second and third device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.